Event description:
N/a.

Manufacturer narrative:
The certas valve was returned fro evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle holes were noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no obstruction was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted to the patient via v-p shunt with an unknown date with unknown setting. On (B)(6) 2021 shunt dysfunction was suspected and the valve was removed and replaced with an entirely new system. As a result, the ventricular and abdominal catheter were able to pass water, so a valve obstruction was suspected. No further information was provided by hospital.